Manufacturer narrative:
The sample was received for analysis and the reported issue could not be confirmed. An inflation/deflation test was performed. Air was applied to the cuff and it was observed the air could be inserted and removed without difficulty; no restriction was observed in the pilot balloon. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an endotracheal tube. The customer reported that upon removing the tube from the patient post operation, air could not be removed from the cuff. It was reported that the inflation line was cut off to remove it and there was no patient harm.

Event description:
Medtronic received a report regarding an endotracheal tube. The customer reported that upon removing the tube from the patient post operation, air could not be removed from the cuff. The inflation line was cut off to remove it. It was reported that there was no patient harm.